Manufacturer narrative:
(B)(4). D-10 161475 oxf twin peg cmntls fmrl lg, lot 66340829. 159554 oxf anat brg lt lg size 3 PMA, lot 66900791. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision from a left partial knee arthroplasty to a total knee arthroplasty eleven months post implantation due to tibial subsidence. Attempts have been made and no further information has been provided.